Event description:
The pt was in the supine position with the head turned to the right. After the pt was pinned by the "resident", the single pin slipped during final positioning resulting in a 2cm laceration on right side of head.